Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. In the evaluation of omsc, the reported phenomenon such as the examination lamp failure was not duplicated. In addition, there was no abnormality in visual inspection and operation check. However, as a result of disassembling of the subject device, omsc found that the terminals of the led unit did not connect to the print circuit board appropriately and it was accidental. Consequently it was considered that it caused the temporary contact failure then error e105. Furthermore omsc had already improved the manufacturing process to decrease the incidence of failure further. The subject device was manufactured before the improvement. The subject device will be repaired by omsc and sent back to the user facility. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the evaluation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that during an unspecified procedure using the subject device, the subject device gave error e105 which indicated the examination lamp failure. When the facility cycled the power of the subject device, the examination lamp restarted, so the unspecified procedure was continued and completed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.